Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
Conclusion: device investigation revealed multiple fatigue fractures of active and reference electrode wires in the area of the silicone overmold. In addition, damage of the feedthrough to the coil was found and the protectors in front of the housing were bent. These findings are indicative of repeated mechanical stress of unknown intensity to the implant. The problems described in the recipient report seem to match the found damages. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user was re-implanted.